Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the ventricular leadless pacemaker exhibited high capture threshold. The device was explanted and replaced. There were no patient consequences.